Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customers blood glucose levels were 121 mg/dl and sugar glucose levels were 40 mg/dl at the time of the incident. The customer reported having issues with the sensor calibration. Troubleshooting was provided. The sensor will return for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. (B)(4).